Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.